Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6)2015. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).